Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of ventricular noise reversion due to true ventricular noise was observed on the right ventricular lead. The patient was stable. The rv lead will be monitored.